Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer battery. No patient injury was reported.

Event description:
The customer reported a problem with fuses and the system would not boot up. No patient injury was reported.